Manufacturer narrative:
The customer's reported complaint of the autopulse platform (B)(4) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review showed multiple user advisory (ua) 45 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. In addition, unrelated to the customer's reported complaint, the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message and was cleared by the customer. User advisory (ua) 12 is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the training, the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user was unable to clear the error message with guidance from zoll technical support. No patient involvement.